Event description:
It has been reported to us that during the procedure, the wire lumen on the aspiration catheter became torn. The physician inserted the guide wire into the patient. The physician inserted the aspiration catheter into the patient and attempted to advance it forward and had difficulty. The physician performed aspiration of the vessel. The physician removed the aspiration catheter from the patient and noticed that the wire lumen of the catheter appeared partially torn from the proximal end. An attempt to obtain additional information about the case has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.